Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory. Evaluation summary: the actual device was not received for evaluation. We did receive performance data collected from the device. Analysis of that data revealed noise, and high, but consistent ventricular impedance with a measurement of 1008 ohms taken approximately five days prior to explant. Analysis also revealed the sensing integrity counter became elevated approximately five days prior to explant, indicating a possible intermittency in the system.

Event description:
Asku